Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was isolated to a loose power supply connector. The root cause for the loose power supply connector could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was resetting.